Manufacturer narrative:
Intuitive has received the force bipolar instrument and completed failure analysis (fa) investigations. Fa could not replicate nor confirm the customer reported complaint. The instrument was tested and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, the grip tips opened and closed properly, and the instrument passed continuity test. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the force bipolar instrument was stuck on tissue and would not release. The emergency release kit was not used as the tissue was excised with a vessel sealer instrument to free it. The procedure was completed.